Event description:
During ECMO support of a 57 kilo patient gas transfer performance was immediately compromised. The oxygenator was changed out and no pt injury was observed. ECMO is an off labeled use of the device.